Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship between the returned device and the reported event. Visual inspection under magnification of the wand shows extensive electrode wear with contamination/discoloration on the spacer and scratch/scuff marks on the cap. The screen is completely detached and one electrode is missing. The insulation at distal end is scratched but not compromised. The wand was connected to a compatible quantum controller and registered an e-7 error. After by-passing the error, the wand performed on the remaining stubs of the electrides. The suction line was tested and was clogged by dried parts of tissue. A back flush thoroughly cleaned the line and the suction performed as specified. There are no manufacturing abnormalities visually observed with the returned wand. The complaint was verified and the root cause was determined to be associated with the worn and detached screen. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event includes: (1) the device may have come into contact with a hard surface such as bone or another piece of equipment which could have caused damaged to the tip, (2) using a set point higher than default settings may increase the wear of the screen / electrodes factored with technique such as amount of pressure and speed in which the wands are passed over tissue. Contains precautionary statements associated with the use of the device. There were no indications that would suggest that the device did not meet product specification upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an arthroscopic rotator cuff repair, the active electrode from the wand broke; its fragments could not be removed from the patient. A back-up device was available to complete the procedure without significant delay. The broken piece was not seen in the post-operative x-ray examination, but it was seen in 1-week post-operative MRI. Neither has it been performed nor is it planned to perform a revision surgery to extract the fragments. It has not been caused a damage to a body structure; hence, there has not been any serious injury at this time.